Event description:
Received user medwatch (B)(4) postmarked (B)(6) 2012. As reported a (B)(6) male presented for a bilateral endovenous laser treatment with microphlebectomy. The greater saphenous vein in the left leg was entered at mid thigh level and a wire was easily introduced and verified in good position. The tre-sheath with laser fiber was then in positioned approximately 1.5cm from the saphenofemoral junction. The laser generator was then engaged on the left side (total 141.69 seconds/1195.832 joules). Upon removing the tre-sheath/laser fiber from the thigh, the treating physician noted that the gold tip of the laser fiber had fractured and broken off and remained near the exit sire of the kin/thigh. After the procedure was completed on the right side, fluoroscopy was used to successfully remove the fractured gold tip. The pt tolerated the procedure without complication was taken to recovery room in satisfactory condition.

Manufacturer narrative:
The catalog and lot number reported (B)(4) is not an angiodynamics catalog/lot numbers. It was reported that the device would be available to be returned to the manufacturer for eval. To date the device has yet to be returned. Attempts are being made to obtain the device for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).